Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-500-20 mdrs related to this event: 2029214-2019-00372, 2029214-2019-00373, 2029214-2019-00374. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline failure to open during a procedure. The patient was undergoing embolization treatment with flow diversion for a small unruptured fusiform right para ophthalmic aci aneurysm, measuring 7.5mmx7.5mm, landing zone distal 3.5, proximal 4mm. The vessel was observed moderately tortuous. The devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, the first flow diverter was placed. The device was reportedly too long and did not have optimal wall apposition. Due to sub-optimal wall apposition, additional pipeline devices were attempted to be placed. Subsequently, a pipeline flex with shield (ped2-500-20) was placed in a straight segment proximal to the aci siphon. The distal braiding did not open. It was alleged that the distal braid got stuck in the braiding of the first implanted device; the distal wire did not move forward. The middle segment opened up normally but the distal segment still did not open. Under x-ray it seemed that the distal braiding was damaged. Resheathing and re-deployment was attempted more than two times, which did not resolve the issue. The device was removed. The procedure was continued using another manufacturer's device. There were no patient symptoms or complications associated with this event.